Manufacturer narrative:
Natus medical tech support gave instruction to customer to troubleshoot device via email. The customer was contacted several times on updates of device without any response from the customer. Investigation is ongoing.

Event description:
Customer reported on (B)(6) 2017 that they were observing high levels of artifact in their eeg readings of the left ear using a navigator pro. The customer also reported that the insert earphone was continuously clicking. The customer checked the navigator pro unit and insert earphone for damage but found none. Serial #: (B)(4), part #: 580-navpr2 (navigator pro), installed: (B)(6) 2016. The customer confirmed there was no death/ serious injury, delay in treatment. Customer had concerns with environmental or safety due to a burn smell.

Manufacturer narrative:
Natus technical service requested that the complainant perform a self-diagnostic test using the loop test cable and provided reference material on how to perform the test. No response was received to this request. No response was received to two subsequent follow-up attempts by natus technical service. The cause of the issue could not be determined.

Event description:
The complainant did not report that there was a burning smell, nor were there any reported environmental or safety concerns.